Event description:
It was reported that (2) devices were used during an unknown procedure. It was reported by the affiliate that both of the tct75 instruments, firing knob would not advance. Another instrument was used to complete the case. There was no consequence to the pt.